Manufacturer narrative:
Clarification section d: type of fill for device was not provided. Device will default to saline device at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported via national breast implant registry (nbir) manufacturer registry specific data report (mrsdr) "suspected/actual rupture/deflation". This record is for the left side. Device was explanted.